Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an emergency procedure, the user reported that x-ray was unavailable. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log file analysis showed that the x-ray generator detected a high voltage error. As a result, the generator aborted further release of x-ray. A detailed evaluation was performed on-site by the service engineer (cse) and a defective hv cable was located in the system. The defective components were not available for investigation; therefore, no further analysis could be conducted. The damaged hv cable was replaced by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.